Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the clinical engineer checked the history on the system monitor, there were very few events displayed. Log file review was requested, and the event log file displayed multiple low flow alarms (lfas) where the low flow estimator dropped below 2.5 lpm. It was confirmed that the lfas were due to right heart failure, and that pulmonary vascular resistance drugs were introduced to the patient. No patient symptoms were observed at the time of the lfas.

Event description:
It was additionally reported that right heart failure existed pre-implant and a device-related issue did not cause the right heart failure. Treatment resolved the issues.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.